Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during deployment of a 29mm sapien 3 valve, the valve was advanced through the sheath without difficulty. However, when the user began pacing to inflate the balloon, the balloon encountered the calcified sinotubular junction (stj) and burst. They removed the delivery system, sheath, and balloon and replaced with new devices. The patient was stable throughout the procedure.

Manufacturer narrative:
The following report fields have been updated due to additional information received: a2, a3,g3, h6. The edwards commander delivery system was not returned for evaluation, therefore visual, functional, and dimensional testing was not performed. A review of complaint activities and attachments revealed no additional information relevant to the complaints event. A device history record (DHR) review of the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed based on a technical summary that applies to this complaint; an engineering evaluation is not required. During the manufacturing process, visual inspections and tests are performed throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests performed during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of manufacturing mitigations is captured in a technical summary which applies to this complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The imagery provided by the site shows the following: the image of the balloon after being used with a radial burst at the proximal portion of the inflation balloon. Patient imagery showing calcification present in the annulus. The complaint for "general risks - failure - balloon burst", was confirmed based on imagery that was provided. Since the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary (ts). The ts provides the details as to why balloons are subject to increased risk of burst in a calcified annulus, a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. The technical summary also outlines the extensive manufacturing mitigations (which are currently still in place) to prevent this type of malfunction (100% visual and dimensional inspections, 100% leak testing, and balloon burst testing on a sampling basis during pv testing that occurs with every manufactured lot). As reported in this complaint, "the balloon came into contact with the calcified stj about 7/8 inflated the balloon burst". It is possible that calcification present in the landing zone could have weakened the balloon material contributing the burst. While the balloons are sufficiently designed and tested for rated of burst pressures well above their inflation pressure, calcified nodules can compromise the, structure of the balloon wall via following mechanisms such as puncture, local, overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. Available information therefore suggests that patient factors (calcification) likely contributed to the complaint event. A technical summary is applicable to this complaint because calcification was present in annulus and could have caused the balloon to burst. As such, an engineering evaluation is not required. Since no edwards defect was identified, no corrective or preventative action (CAPA) or product risk assessment (pra) is required. The complaint for "general risks - failure - balloon burst" was confirmed. A manufacturing nonconformance was unable to be determined. Available information suggests that patient factors (stj calcification) likely contributed to the complaint event. An existing technical summary has been documented for root cause analysis on balloon burst complaints. The technical summary is applicable for this complaint; thus, an engineering evaluation is not required. Since no edwards defect was identified, no corrective or preventative action or product risk assessment (pra) is required.